Event description:
It was reported that there was a medical or therapy problem. A year after implant, the patient started to have trouble walking, the implant "throws off her balance", that it caused jerking in the patient's cheek, and "like her knee kicks back". The patient had multiple reprogramming attempts, but couldn't relieve the issue. The issues were eliminated when the patient turns off the device. Additional information received several months later reported that the therapy was turned off. The patient's physician planned to make adjustments in the near future to see if the therapy could be salvaged. An x-ray showed that the lead wire had fractured and had migrated to were the generator was placed. The patient's husband indicated that the physician did not recommend a revision surgery due to the risk of infection. It was noted that when the stimulation was turned on only one side was working- the right side. The left side wire was pulled out. The patient's leg and arm became stiff when the therapy was turned on. When the patient's therapy was turned off the stiffness released. There was no known accident or incident related to the event. The patient was going to try more programming in a month or so when she was off of her medication. The surgeon was not considering revision surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).